Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to a heart seizure and hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod on the arm. The pod was worn for between 49 and 71 hours before generating an occlusion alarm. The patient's hyperglycemia was treated at the hospital with insulin (further treatment information was requested but not provided by the patient). The patient was discharged after 5 days.